Manufacturer narrative:
A philips technical consultant (tc) went onsite to test the equipment . The tc found that the battery replacement alarms were working as designed and were emitting yellow alarms. The customer then requested to make battery replacement alarms red alarms instead of yellow. There was no malfunction of the philips device. The customers system was alarming as configured for "battery replacement" alarms. The tc changed the alarms to announce as red alarms per the customers request. The device remains on site and in use.

Event description:
The customer reported that their system did not alarm for a low battery for a patient monitor. The device was not in use on a patient at the time of event, there was no patient involvement.